Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has intermittent "motor not running" alarms. No patient injury was reported.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device received. The visual inspection showed both tamper seals were broken and the pump had a cracked bottom case and right plunger case. The event history log showed a "motor not running" and "motor rate error." During the functional testing, the motor errors were unable to be duplicated. Normal signs of wear were found on the worm coupling and worm gear. The root cause was believed to be the wear on the worm coupling and worm gear, as the parts are five years old. The worm coupling and worm gear were replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.